Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17634067, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain at the midline incision site. It was noted that the patient did not have any mechanical anchors. The patient underwent a revision procedure wherein the leads were anchored down deeper through a circumference stitch. The patient was doing good postoperatively.